Event description:
It was reported the physician was inserting a cvc line in the right subclavian and discovered the hub of the needle was cracked. A new cvc kit was opened and the procedure was successfully completed. No patient harm reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the physician was inserting a cvc line in the right subclavian and discovered the hub of the needle was cracked. A new cvc kit was opened and the procedure was successfully completed. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.